Event description:
The following has been reported: biomed reported: (B)(4). Tried running delivery test got "minor pump problem 2x sending to depot. Received at depot. Confirmed pump problem error wait for log review. 18v_voltage_limit_failure. Replaced batt. Reset battery counter. Intermittent power. Need to test out incoming power from rear housing. Replace rear housing - intermittent power issue resolved. Pump placed in bring up mode and sent to the test line. Pass all stations of the test line front housing - final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 05:00 and (B)(6) 2026. Pulled from heratherm @ 17:00 (B)(6) 2026. 24 hour dwell - complete. Lvp burn-in test fail. Valve 2 actuation warnings occurred 861 times. Sent back to test line. Needs new pneumatics. Replaced full pneumatics system. Pass all stations of the test line front housing final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 06:30 (B)(6) 2026. Pulled from heratherm @ 18:30 (B)(6) 2026. 24 hour dwell - complete. Lvp burn-in test - pass. Accuracy test - pass. Electrical safety test - pass. Provision pump to mayo server. Return to service. Provisioned pump. Software update complete. A preliminary review identified the following issue: pneumatic valve leak failure (valve 2) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.